Manufacturer narrative:
H3: analysis of the catheter found catheter body broken; deformed in shape along with dislodgement allegation and pin connector-collet is not fully locked in place. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2014 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 23-aug-2016, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via company representative regarding a patient with an implantable pump containing dilaudid (hydromorphone) (5mg/ml 24hr dose). It was reported that the patient's catheter had migrated and the patient was not receiving adequate pain relief. The doctor planned a revision of the catheter. When the doctor went to remove the catheter, he saw that the catheter had broken where the anchor was attached to catheter. Doctor does not know when this break occurred. There were no falls reported. The diagnostic images that were performed was an x-ray which showed the catheter migration. During procedure to revise catheter, the doctor began by removing the old catheter. Doctor was only able to remove part of the catheter, because it was broken at the anchor site. The doctor tied off the remnant and implanted a new 8780 catheter and positioned the tip at the targeted vertebral level in the intrathecal space resolving the issue.